Event description:
It was reported the customer received a failed battery test on a new battery. Customer's blood glucose was 131 mg/dl. The customer stated they would call back after trying the recommended energizer battery. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).